Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the e207 error was due to internal failure of the emergency lamp. The root cause of the internal failure of the emergency lamp could not be determined. The event can be detected by following the instructions for use which state: ¿e207 clv emergency lamp failure · message · clv emergency lamp failure e207 · contact olympus · phenomenon · the message is displayed when the emergency lamp of a light source device goes out." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to an internal failure of the emergency light. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the vise elite xenon light source display an e207 error. The event occurred during a diagnostic procedure and the same device was used to complete the operation. There was no patient harm or user injury reported due to the event.